Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the battery site. It was noted that the incision was not healing and the ipg can be seen. The physician did not believe that the infection was device related. There was no suspected device malfunction. The explanted ipg will not be returned.